Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer did not provided any information about the symptoms due to high blood glucose. Insulin pump had critical pump error. Troubleshooting was performed. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode . No further complications were reported. Customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.